Event description:
A medtronic rep reported a stripped screw on the open spine clamp preventing the clamp from tightening down. There was no pt present.

Manufacturer narrative:
The device MFR date was unk at the time of this retrospective report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The adjustment screw threads are stripped not allowing for any tightening of the clamp face. A replacement part was sent to the site and the issue was resolved.